Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: product was sent to investigation site by cq on 04 mar 2024 via fedex tracking no. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any patient consequences? = no. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) = (B)(6) hospital. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent a plastic surgery on (B)(6) 2024 and suture was used. During the procedure, the nurse found w9442 needle break from suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/16/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, one used suture and winding former that pertained to the product code w9442. During the visual inspection of the suture, the insertion mark could not be observed. In addition, body fluids and open filament were noted. In addition, the needle was not returned for analysis. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, eighteen unopened samples that pertain to the product code w9442. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.